Event description:
The customer noticed that the reservoir had air bubbles. Then the customer tried to prime and found that the reservoir was cracked and the insulin was leaking out. Advised the customer to change the reservoir.